Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient reported that he did not remember a lot of details but that he fainted and had loss of consciousness. An ambulance was called and the patient received intravenous treatment with glucose. At the hospital, the cgm was reading 18.0 mmol/l and the blood glucose reading was low. At the time of the report the patient stated that he had a headache after the event, but other than that recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid for an unknown date. No additional patient or event information is available.